Manufacturer narrative:
(B)(4). Medical devices g7 pps ltd acet shell, # item 010000662, lot 6418719. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02532. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the liner would not lock in the acetabular shell. Surgeon had to use another item liner (high wall) and this one locked with no problems.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed with product received. Visual inspection of the liner identified the locking feature has been damaged. There were scratches and scuffings on the rim of the liner. The scallops of the liner also show damages likely from impaction. These damages were likely caused during an attempt to impact the liner with the shell. The dimensional analysis of the liner was performed during manufacturing and was found to be within the print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.